Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported loose forceps cap issue could not be determined, however, the issue was likely the result of the forceps/irrigation plug being rotated by applying excessive torque when attaching and detaching the forceps stopper. The event can be detected by following the instructions for use section below: - inspection of the endoscope olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the flex video scope had a loose biopsy channel. The issue was observed during the leak test performed prior to manual cleaning of the device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following non-reportable findings: the water tightness was lost due to a pinhole on universal cord and due to looseness of forceps channel port, the bending angle in the up direction does not meet the standard value due to the wear of the angle wire, the bending section is not fixed firmly due to damage on the forceps elevator surgical product, the adhesive on the bending section cover has a crack, the grip was deformed, the control unit had corrosion due to water leakage, and the following have scratches: the connecting tube and the video cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.